Event description:
It was reported by the rep that when the device, with original cartridge and reload cartridge, was used during a lapaoscopic assisted vaginal hysterectomy procedure, it did not fire. Opened another device to complete the case. There was no consequence to pt.